Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and the pump displacement test did not pass. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase also, received with lcd bleeding; unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. However, the insulin pump passed idle current test and run current test. The insulin pump had pump received with cracked display window, cracked case at the display window corners and cracked reservoir tube lip.